Event description:
High blood sugar levels [blood glucose increased] there was leaking at the injection site. [Medical device complication] case description: this spontaneous case reported by a health care professional, received from ireland reported as "high blood sugar levels" and "there was leaking at the injection site", concerns a female patient using novofine autocover 8mm (30g) from an unknown date due to device therapy. On an unknown date a patient, with a history of high blood sugar levels was making an injection of insulin (not specified) a leakage at the injection site was noticed. At the time of the event the patient was in the intensive care (reason unknown). The patient was switched back to her old type of needle (type unknown) and her blood sugar levels settled. The outcome is reported as recovered. This case was reported as medically significant. Reporter's causality: probable. Novo nordisk's causality: reportable.